Manufacturer narrative:
Visual inspection showed the vad center placed a label over the speaker sound hole (photograph added to test report). As soon as the label was removed the controller sound measured at 1-meter passed (85dba). Additionally tested each connector and a motor fixture for approximately 60 minutes with no abnormalities. The reported event was not confirmed following removal of the vad center label. A user or use error caused or contributed to the reported event. The vad center label was added to the controller which prevented adequate sound. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed following removal of the vad center label. The device was related to the reported event. A user or use error caused or contributed to the reported event. Once removed all testing revealed that the device met specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The low sound occurred during patient training. The alarm that was given was "low flow" and "low battery". Exchanging the controller resolved the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the ventricular assist device (vad) nurse that a patient experienced a controller where the alarm volume was very low and difficult to hear. The controller was exchanged with no reported clinical impact or consequence to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.